Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported her insulin pump being locked and she was unable to unlock it. Customer's blood glucose was 306 mg/dl. The customer stated she accidentally fell and locked her keypad. Troubleshooting occurred and the customer was still unable to unlock her keypad. The customer's insulin pump was replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.